Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6).. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised to address dislocation. The patient was subluxing prior to the full dislocation event.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.